Event description:
Account biomedical engineer called boston scientific on (B)(6)2010 stating that she was requested to check on the maestro system due to a patient death. There were no other details provided. On 05oct2010, bsc sales representative made a follow-up and reported: "during the case the generator had a d03 error that was determined to be caused by a faulty ground pad. The ground pad was replaced and the case continued without any further errors. The patient expired two hours after the case due to respiratory complications". She was asked to test the maestro system and she performed an in-service with her tester box. The maestro system performed as expected.

Event description:
Account biomedical engineer called boston scientific on (B)(6) 2010 stating that she was requested to check on the maestro system due to a patient death. There were no other details provided. On (B)(6) 2010, bsc sales representative made a follow-up and reported: "during the case the generator had a d03 error that was determined to be caused by a faulty ground pad. The ground pad was replaced and the case continued without any further errors. The patient expired two hours after the case due to respiratory complications". She was asked to test the maestro system and she performed an in-service with her tester box. The maestro system performed as expected.

Manufacturer narrative:
We were unable to perform a product analysis on the maestro pod, as the device was not returned by the customer. Several attempts were made to get the device back but as of to date, the reported pod was not received. The maestro controller involved in the same incident was analyzed in complaint MDR ID 3001236349-2010-00054. There were no similar complaints reported for this device. Device was not returned.

Manufacturer narrative:
There is no allegation that the adverse event is related to a malfunction of the device. The maestro controller, maestro pod and the footswitch are expected to be returned and will be evaluated. Not yet received.